Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels (above 600 mg/dl) the customer delivered a manual injection to stabilize bg level. In addition, it was reported that the customer experienced a bg level of (53 mg/dl). The customer drank apple juice to stabilize bg level. It was indicated that the suspected cause for the low bg was due to delivering more insulin than needed for the high bg. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.